Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an anomaly. During the revision the atrial lead could not be removed from pulse generator connector. The lead was cut ,capped and replaced successfully on (B)(6) 2016. The patient did not experience any complication, condition was stable.